Event description:
It was reported to boston scientific corp, that a sensor urological guidewire was used during an unk procedure. According to the complainant, when an unk guidewire was put on the sensor guidewire, the sensor guidewire frayed. There were no reported complications to the pt. Multiple attempts to collect add'l info have been unsuccessful.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot exp and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval because it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).